Event description:
A pt with all (acute lymphoblastic leukemia) was mobilized, and a peripheral blood stem cell (pbsc) collection was performed for the future autologus transplant. In 2002, the positive/negative selection of the stem cell product was performed on isolex 3001 magnetic selection system. The starting product was estimated as a good product for this procedure and had the following parameters: 3.42 x 10^6 cd34+, 8.37 x 10^9 tnc (total nucleated cells), 70.6% mnc (mononuclear cells), 38.64 x 10^9 platelets, 92 ml of initial volume. During the antibody wash (ab wash), the operator observed a system error code "202 ec" with the subsequent pressure alarms. The origin of the problem was that the wash bag 2 of the weight scale 5 was full of fluid, and was impossible for the operator to decrease the volume. The clinical specialist was contacted and determined that the spinning membrane was clogged. The operator tried many solutions and was able to transfer the cells to the primary chamber. However, after transferring the cells to the primary chamber, the operator received a code that the transfer step was at 0% and decided to go to "cell recovery" step. The recovered product had a cd34+ cell yield of 1.62% and purity of 6.81%(performance expectations are: purity greater or equal 80%, yield greater or equal 30%). The operator tried to locate the cd34+ cells but could not find them in either the positive or negative fractions; both being checked by flow cytometry. As a result of the low recovery of cd34+ cells during the isolex procedure, the patient required an additional source of stem cells to facilitate hematopoeitic recovery. The physician decided to collect and reinfuse unmanipulated autologous bone marrow as the source of stem cells. The bone marrow collection was performed in 12/2002, and the pt received the cd34+ cells recovered from the selection procedure and from the bone marrow collection. The event sample was not available for evaluation. The initial stem cell product was not atypical as compared to those used for cd34+ selection, although the cd34+ cell count is on the high side of a normal distribution curve. The viability of cells was not recorded; poor viabilities have been associated with the blocked spinner problems. No cells remain from the cd34+ selection procedure; therefore, it is not possible to undertake further investigations to try to understand what was the cause of the problem. Alternatively, an error in cd34+ cell enumeration cannot be excluded. It is possible that the cause of the problem with the isolex selection system was a blocked spinner that can occur if cells place onto the system do not have an optimal viability. All of these points have to remain speculative; the one point of clarity being that there appears to be no problem with the technical functioning of the isolex 300i instrument itself. The review of the batch records of the three components of isolex reagent kit lot number 2667b002ea, namely anti-cd34 monoclonal antibody lot number 2638x001a, peptide lot number 2665x002a and dynabead lot number c075, was performed. It is confirmed that the batch records of these three lots are acceptable, and no issues would affect the quality of the products.